Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found the customers complaint can't be confirmed; the electrodes were working. The mute cable can't be inserted, connector from audio pcb board is broken. The nim response 3.0 has been received with software version: 2.0.0.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mainframe wasn't recognizing the electrodes when attached. There appears to have been some piece of equipment in a theatre close by or some hospital plant equipment above the theatre which was causing electrical interference with the nim. This issue only occurred in this theatre. The biomedical engineering department have tested all equipment in that theatre and unfortunately the cause of the electrical interference was not located. This was just before surgery as the team were preparing the patient they were unable to get confirmation from the nim that the electrodes were correctly placed. There was no green tick indicators. There was no patient injury.